Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm, a backup battery fault alarm, and an atypical low voltage/power cable disconnect alarm, were all confirmed via the provided log file. The log file captured several atypical low voltage advisory and power cable disconnect alarms from 01jul2025 ¿ 04jul2025. These alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm thresholds, and the alarms resolved when power was restored to the system. A backup battery fault alarm correlating to a load test condition was also captured on 04jul2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm, and the alarm remained active throughout the remainder of the data. The patient¿s driveline was observed to have become disconnected on 04jul2025 at 10:01:53, stopping the pump. The driveline remained disconnected throughout the remainder of the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event suggests that the driveline disconnection may have occurred due to an attempted controller exchange; however, the cause of this event was unable to be conclusively determined. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated to further investigate backup battery fault alarms without a known root cause. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect, backup battery fault, and low voltage/power cable disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found dead at home over the weekend. Log files were obtained from their system controller. It appeared that the patient had low power for their external batteries and ended up with an emergency backup battery (ebb) fault alarm for a period of time before the driveline was disconnected. It appeared that the patient attempted a system controller exchange. Following review of the log files by tech services, it appeared on (B)(6) 2025 that there were ebb faults beginning at about 9:32 am. The ebb did not pass the load test, which caused the alarms. The pump appeared to have been operating within normal parameters during that time frame. The ebb fault remained active, along with a few unusual powers cable disconnect alarms while the patient was on battery power. The alarms continued until the driveline was disconnected from the controller later that same morning at about 10:01 am. The controller appeared to have been shut down at about 11:30 am on (B)(6) 2025. Prior to the driveline disconnect event, the log contained multiple low voltage and power cable disconnect alarms while on battery power. The alarms appeared to have been the result of relative state of charge (rsoc) battery data invalid flags. Additional information received on (B)(6) 2025 reported no plan to send equipment back

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.